Event description:
It was reported that during preparation for a pulsed field ablation procedure, difficulties were experienced when flushing the sheath. The sheath was flushed more than once and although it was possible to flush through the dilator and sheath, it was noticeably more difficult than usual. The sheath was then replaced, which resolved the issue. The case was completed.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour¿ steerable sheath was returned and analyzed. Visual inspection of the shaft area was performed, and no anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. Functional testing was performed, and no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with sentinel blackbelt leak tester was performed and all performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure system recorded was 0.1 psi (should be below 6psi). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the sheath did not pass the returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.